Event description:
The intralase fs laser was used to create a corneal flap for bilateral monovision lasik surgery. The flaps on both eyes were created successfully. After the flap was created on the second (left) eye, the suction was released and the suction ring assembly was removed from the eye. The beam delivery device (bdd) was lifted off the eye while the surgeon replaced the corneal flap. While the bdd was moving upwards, downward motion was inadvertently initiated. The surgeon and assisting surgeon attempted to reverse direction of the bdd using the joystick, however the joystick broke off of the unit as a result of excessive force. The bdd did not contact the eye, but did make contact with the pt's left temporal periorbital area. There was no visible or discernable injury to the pt, i.e., lesions or contusions; however, at the 10-day post-operative visit, mild yellowing in the area was noted by the surgeon, indicating that bruising had occurred. No contact was made with the eye, and the pt's uncorrected visual acuity improved from 20/400 pre-operatively to 20/70 on the first day of post-operative.